Manufacturer narrative:
The insulin pump was received with intermittent button response due to lcd unlock keypad connector. The excessive no delivery alarm could not be verified due to no act button response. The device was also received with a cracked reservoir tube lip.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had a no delivery alarm and the alarm could not be cleared due to the buttons not responding. It was stated that the act and up buttons were unresponsive. The blood glucose at the time of the incident was 199 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.